Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2012. According to the complaint, when the procedure was completed with this cre balloon, the balloon was being removed from the scope; however the exit marker was bunched up. The device was removed with the endoscope, and the catheter was cut to remove the balloon from the scope. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(4) 2012 that a cre balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complaint, when the procedure was completed with this cre balloon, the balloon was being removed from the scope; however, the exit marker was bunched up. The device was removed with the endoscope, and the catheter was cut to remove the balloon from the scope. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the complaint device found no issues with the balloon; however the catheter was examined and the exit marker was found to be bunched up and loose on catheter. The catheter shaft was, also, found to be fractured/cut below the exit marker. The complaint description was confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.